Event description:
Adverse event occurred outside us, in italy. Lofric primo includes a wetting solution bag (sachet) that is used to activate the hydrophilic catheter coating before use. This is done by squeezing the integrated bag to release the wetting solution with the catheter in its package. When the patient squeezed the sachet to activate the coating of the catheter, the wetting solution came out from the side of the catheter package, indicating that the package's sterile barrier was compromised. This occurred with 60 catheters. The catheters were not used, and there was no harm or clinical impact on the user. The patient could perform the intermittent catheterization (ic) using products from another box. The patient has been catheterising with the same catheter for several years and has never experienced any problems before.

Manufacturer narrative:
Batch documentation and production data have been reviewed and no relevant problems or deviations were registered. No earlier complaints registered for this lot. Review of batch documentation did not lead to any clear conclusion; therefore, no root cause could be established. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.